Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrest and expired. It was also alleged that the event occurred due to the administration of the product for dialysis treatment.

Manufacturer narrative:
This is one event for the same patient involving two separate products.